Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b1, b3, d4.

Event description:
The device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, d6b, h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
E1: zip code continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed. As per the investigation procedure, crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.